Event description:
It was reported a merlin transmission revealed an alert for charge time limit reached. The device was explanted and replaced. The patent's condition was fine after the procedure.

Manufacturer narrative:
.